Event description:
While injecting during a left ventriculogram, contrast leaked out from the rotator of the high pressure tube. There was no patient or clinician harm or injury as a result of this event.

Manufacturer narrative:
Although merit medical systems anticipate the return of the product in question, it has not yet arrived. A follow-up report will be submitted when the product has been returned and the investigation is complete.